Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the device was activated, it remains stuck in on several occasions. The clamp was cleaned on the tip but the trigger lock persist. They used alike device to complete the case. There was no patient injury.